Event description:
It was reported that the device will display blood glucose result, but it will not speak the result or will say "turn system off" or "system error", but the error is not displayed on the device. During trouble shooting, not able to recall if system error or no readings in memory of the device. A request was made for the return of the device and replacement product was sent.